Event description:
It was reported that the patient required intervention due to hyperglycemia. The patient's blood glucose levels reached 600 mg/dl while wearing the pod. The patient reports their personal diabetes manager (pdm) would not turn on. The patient called the paramedics due to not having any back up manual insulin. When the paramedics arrived they treated the patient with fast acting shots of insulin. The patient was with the paramedics for an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported required intervention and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.